Manufacturer narrative:
Continuation of d10: product ID 3387-28 lot# (B)(6) serial#: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-28, serial/lot #: (B)(6), ubd: 19-oct-2017, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was increase tremor on the right side due to left lead high impedance. No actions were taken. The issue was ongoing. Additional information stated that the ins was explanted and replaced on (B)(6) 2026. The event was resolved without sequelae on 2026-feb-05.